Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected, the patient was not able to inflate or deflate the device. The pump was explanted and replaced. There were no patient complications.